Event description:
The customer reported a bad iris pot error displayed while trying to boot up the system. No pt involvement was reported.

Manufacturer narrative:
Investigation of the collimator area found connections to the image functions board to be very loose. The ge service rep reseated all connections to the image functions pcb. The system is now operating within the manufacturer specification.